Event description:
A malfunction alarm was reported due to a momentary power loss to the vibrator motor of a pump, identified by malf 12 code. There was no adverse impact to the customer's blood glucose level. The customer had experienced this malfunction at least three times previously, and technical support arranged for the pump to be replaced. The customer was instructed to put the pump into storage mode and return it with a pre-paid label within 10 days. The customer planned to continue using the current pump as backup therapy during this process.